Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. Information was reported that the caller said the patient's ins is depleted about 6-8 months ago. The caller later corrected this to over a year ago after speaking with the patient's husband. The caller said the husband also noticed the patient programmer (pp) is depleted as well. It was reviewed the possibly of an over-discharged and the relevant MRI considerations for head scans. No further complications were reported. Additional information received from the patient indicated that the cause of the ins and programmer batteries being depleted was due to the device not giving pain relief. The patient stated that they have no other complaints other than the excessively long recharge time. No further actions were taken to resolve the ins and programmer batteries being depleted. No further complications were reported or anticipated.